Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500cc and experienced rupture on the left side. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 6/6/2019 indicating the patient underwent removal and replacement with unspecified mentor gel breast implants. Device evaluation summary: during analysis of the sample, was noticed to be damaged. No additional anomalies were discovered. Microscopic examination was performed. No evidence of instrument damage was observed. The second product received is a concomitant device, no further analysis is required. A possible cause for the condition reported is due to excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).